Manufacturer narrative:
The returned device was evaluated and received with the cannula not deployed. No damages or defects were found with the needle mechanism. The pcb was found damaged and as a result the pod could not communicate with the master pdm. Without the download data from the pod's operation, it could not be determined how many pulses had been delivered by the pod, and if the needle mechanism should have deployed. Cracks were found on the outer housing. Multiple internal components were found damaged in conjunction with these cracks. It could not be conclusively determined when these damages occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the needle did not deploy when the pod was activated; the pink slide did not move forward, which indicates a needle mechanism failure. The pod was not worn.